Event description:
The customer reported that the system would not completely boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable from ps1 to control panel board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.